Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a crack and leak were discovered in the venous end connector of the patient's long-term indwelling central venous catheter. The machine operation protocol was followed precisely, with appropriate force applied, and no anomalies were noted. The issue was identified after initiating dialysis as per the physician's orders and reported to the attending physician. It was stated that close monitoring was maintained throughout the dialysis session, as per the physician's instructions. As a remedial action, a new venous end connector was installed upon completion of dialysis. The procedure was completed after the remedial action. The catheter was not repaired. Tego was not utilized. The insertion site was not treated prior to product placement. There was no concomitant medication/device. There was no reported patient injury.